Manufacturer narrative:
Qn#(B)(4). The customer returned one full 880-37kit dual heated with drain breathing circuit, column, breathing filter, and temperature probes for investigation. During the visual inspection a melted section of clear tubing was confirmed at 17 inches from the wye connection. There was also a portion of the circuit that was crushed located at 27.5 inches from the wye connection. The melted portion of the tubing was 1.5 inches long. A hole was also observed in the center of the melted tubing. There was no burnt material observed on the tubing or the heated wire. It was observed that there were no breaks or bunches of wires in the tubing. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating with blue stripes. The resistance was measured on both circuits. The clear tubing's circuit measured 13.8 ohms and the blue tubing's circuit measured 13.6 ohm, which are both within specification of 12.8-14.3 ohms. The IFU for this product states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. Since all heated wire circuit product codes are inspected 100% before leaving the manufacturing facility, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error.

Event description:
The complaint is reported as: the expiratory limb of the heated wire circuit was brown and melted. No report of patient injury or consequence. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the expiratory limb of the heated wire circuit was brown and melted. No report of patient injury or consequence. The condition of the patient is reported as "fine".